Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced pain at her pocket site. No other issues were reported with the stimulator. The patient was instructed to call the physician's office to be seen. The patient was supposed to meet the manufacturer representative (rep) on (B)(6) 2014 and cancelled. The patient did not reschedule at the time of this report. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had gotten into a tanning bed, had a shocking or jolting sensation in her back, and felt like she was being electrocuted. The patient was advised to avoid tanning beds if possible or turn of her implantable neurostimulator (ins) if she was going to use a tanning bed. It was later reported that the ins was involved in the event, no troubleshooting was done, and no actions were taken to resolve the issue. The cause of the event was not determined and it was unknown if it was device related. The patient¿s status was unknown.